Manufacturer narrative:
(B)(4). The device has not been received and will be evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder. The event occurred after filling. The device was filled with desferrioxamine 4.5g/60ml (gram/milliliter). There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.